Manufacturer narrative:
Added information to section h6 (investigation findings and investigations conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Additionally, IFU review was unable to be performed as the model is unknown. The most likely cause is patient factors, including patient age at implant 17 years old.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 17-year-old patient with a 25mm unknown model perimount edwards valve implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of six (6) years and three (3) months due to severe valve insufficiency. The patient did not present symptoms, the insufficiency was found in a routine echo. A 26mm transcatheter valve was implanted within the pre-existing surgical device. As reported, patient was planned for discharge on the next day of procedure.

Manufacturer narrative:
Corrected information in section g4 (PMA/510(k) number). Added information to section b5 (description of the event), d1 (brand name), d4 (model number, serial number and expiration date), h4 (device manufacturer date) and h6 (type of investigation and investigation conclusions). H11. Additional narrative/data: the carpentier-edwards perimount pericardial aortic bioprosthesis (model 2900) is not sold or marketed in the us, however it is similar to carpentier-edwards perimount rsr pericardial bioprosthesis (model 2800); PMA#: p860057/s001. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including patient age at implant.

Event description:
As reported by the edwards lifesciences affiliate in canada, that this 17-y-o patient with a valve model: 290025m implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of six (6) years and three (3) months due to severe valve insufficiency. The patient did not present symptoms, the insufficiency was found in a routine echo. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device using the transfemoral approach. As reported, patient was planned for discharge an the next day of the procedure.